Event description:
A (B)(6) male patient called zoll customer support to report that his monitor gave him a message to call zoll. Review of the patient's download revealed several occurrences of service code 102 (charge profile fault). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102. Resistor 45 was open on the monitor c/a board. The cause for the open resistor r45 was isolated to a damaged solder joint on high-voltage capacitor c21 on the defibrillator board. The negative lead of c21 broke free from the defibrillator board, which caused excessive current to flow through resistor r45. The root cause of the damaged c21 capacitor could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The patient received a replacement monitor.